Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 14 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 15 reported events are included in this follow-up record. Product return status: 13 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. - 14 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 12 devices were received. 2 devices were not available for evaluation. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact.